Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control replaced the system controller and user interface pcb assemblies. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it locked up and would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: model # ¿ blank. Section d4 of the initial medwatch report should indicate: model # ¿ 20e.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it locked up and would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed system controller pcb assembly and determined that filter, designator fl3 was physically damaged, which prohibited the device from completing a boot cycle. The removed user interface pcb assembly was evaluated and an unrelated non-critical issue was observed.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it locked up and would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.